Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 42 mg/dl and a high glucose drink was consumed to address the bg level. The cause of the low bg was not known and the customer initially thought that the pump had not taken into consideration the insulin on board (iob) number when a food bolus had been requested. The customer had adjusted the pump's insulin duration in the bolus setting. The customer did not state if this change had been made before or after the low bg event. Tandem technical support educated the customer on the function of the iob and the customer understood that the iob does not impact any food bolus calculations, only the correction boluses. On (B)(6) 2017, the customer reported that the bg had since improved since changing the insulin duration setting. Per the tandem clinical diabetes specialist, the customer's healthcare provider was aware that the customer had made changes to the pump setting without their approval.